Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and was able to reproduced the reported issue. The fse found that components ejected from the bottom of the helium yoke assembly, as well as on the lower bulkhead under the tank tray. To fix the issue, the fse replaced the yoke assembly, bushing, and helium lines. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during in-service training, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during in-service training, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.